Event description:
Procedure: laparo oophorocystectomy. According to the reporter: when the specimen was grasped by the concerning product and was retrieved through the xcel trocar port of 12mm a nurse confirmed the distal end part of the device had been broken, it was confirmed that the broken piece did not fall into the cavity but was left inside of the head part of the port. New one was opened to complete the case with no problem. No patient harm. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).